Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-75, product type: lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Explanted: (B)(6) 2025 product type lead h3: the lead, model# 977a275 serial# unknown, was returned for product analysis. The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis found that conductors 0, 2-5, and 7 were broken, 19.0 cm from the distal end; there were open circuits on these conductors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-75 , serial/lot #: unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the lead was replaced on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that for the past 2-3 days, stimulation has not been delivered, and "set values cannot be used" is displayed. Both the stimulator and controller had a remaining charge of 100%. It was explained that the issue might be resolved by temporarily lowering the output or changing the group, but the group was set to a only, and the program button was set to 1 only. Despite pressing the button, the screen did not change, and it is stated that the intensity could not be adjusted. Since the issue could not be resolved, it was advised to consult a medical institution. However, they mentioned that they had already contacted the medical center and were instructed by the physician to reach out to us. It was explained that t he matter would be handed over to the person in charge and that they would be informed about the next steps. The issue was not resolved at the time of the report. Additional information was received and when asked about the cause of the message and inability to adjust the stimulation, it was noted that during the outpatient visit the following day a cord fracture was discovered. There was no action taken to resolve the issue at the time, but it was stated the results of the reoperation consideration are expected to be confirmed in mid-september. The issue was not resolved at the time of report. Additional information was received from the manufacturer representative (rep) reporting that impedance check and change of the stimulation location was performed. The re-surgery was scheduled for in october/end for lead replacement.

Event description:
The following information has already been reported in manufacturer report # 2182207-2025-03033: information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for phantom limb pain. It was reported that there was a replacement due to lead disconnection. When the lead impedance value was measured during the stimulator replacement surgery, all electrodes displayed a disconnect ion. The stimulator and lead were reinserted after removing the lead buildup; the connection to the wens was not resolved, so the lead was replaced with a new one. Contributing factors were noted as stress on the lead due to body twisting or stretching during the patient's daily activities. The issue was resolved at the time of the report. No health damage was reported. Additional information was received. It was reported that the previous implantable neurostimulator (ins) was replaced due to elective replacement. It was clarified that, regarding, the "lead impedance value was measured during the stimulator replacement surgery, all electrodes displayed a disconnection", all electrodes were above 40,000 o. It was clarified that "lead disconnection" meant that physically it could not be confirmed, but it is considered a lead wire break. The "lead buildup" that was removed was referring to ""deposit" , attached things to the lead". The cause of the impedance issue was noted as a fracture in the lead. Any additional event information will be reported in this manufacturer report.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# unknown implanted: explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the lead replacement resolved the event.